Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record . Received. Litigation alleges pain, discomfort and metallosis. Implanted pinnacle device was gripton cup, summit hip stem, articuleze metal on metal femoral head and a 40mm ID x 56mm od metal insert liner. Doi: (B)(6) 2010; dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.